Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens and fibers. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.5/+1.0/169 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same size different axis lens due to low vault. The cause of the event is reported as unknown. Reportedly the patient had cysts from horizontal sulcus to sulcus. The icl was implanted vertically the first time. "Because of the height of the supply, horizontal implantation was selected for the second time."